Event description:
The consumer reported received burns from a hot/cold gel pack. She stated she microwaved the pack for the correct about of time. She received burns to the lower area of her back. There were no complications reported from this incident.